Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, the pump sensor is not detecting syringe sizes. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Device evaluated, visual inspection performed and found tamper seal in tact. Did not notice any external damage ehl: invalid syringe size alarm in history. The reported issue was duplicated, the calibration was out of spec. Recalibrated the pump as part of the pm procedure. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.